Event description:
Case description: no further information was available. Investigation result: name: novofine: batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: 17-dec-2019: as the device (novofine needles) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case: (B)(4). H3 continued: evaluation summary: name: novofine: batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The needle was broken under the skin during injection [needle issue]. Used one needle for more than ten days [multiple use of single-use product]. Case description: this serious spontaneous case from china was reported by a consumer as "the needle was broken under the skin during injection(needle broken)" beginning on (B)(6) 2019, "used one needle for more than ten days(needle reusage)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novofine (needle) from unknown start date for "type 2 diabetes mellitus". The patient's height, weight and body mass index were not reported. Current condition: 2 diabetes mellitus (duration not reported). Concomitant products included - novolin 30r(insulin human) suspension for injection, metformin. On (B)(6) 2019, during injection the needle was broken under the skin. On (B)(6) 2019, x-ray examination was performed in local hospital but did not find subcutaneous foreign matter. It was also reported that the patient used one needle for more than ten days. Batch number of novofine was requested. Action taken to novofine was not reported. The outcome for the event "the needle was broken under the skin during injection(needle broken)" was not reported. The outcome for the event "used one needle for more than ten days(needle reusage)" was not reported. Reporter comment: injected novolin 30r for more than 20 years the patient bought novofine at local pharmacy.